Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the calcification and subsequent leaflet restriction and central regurgitation cannot be confirmed. However, patient factors (chronic kidney disease) and the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through partners 1 clinical study, approximately 4 years and 2 months post implantation the patient had an echo performed at an offsite hospital (osh). The echo report indicated: moderate central aortic regurgitation with calcified leaflets with restricted motion. Mild aortic stenosis was also seen with an increase of the mean gradient from 15 mmhg (2 years) to 28 mmhg (4 years). No action was taken. The subject had a five year echo at an osh and at this time severe aortic stenosis was seen. No corrective action was taken. This was ongoing when the subject died on 5 year post implant from sepsis.